Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image and lights on front panel were all on. The issue occurred during reprocessing. There were no reports of patient involvement or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H3 and h4 were corrected as there were incorrectly selected in the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. A definitive root cause could not be determined as the event could not be reproduced. Based on the results of the investigation, it is likely that the following led to the malfunction: ¿ due to faulty dx board (printed circuit board). Olympus will continue to monitor the field performance of this device.